Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire (MDR ID: 3005099803-2012-01297) and a tandem ercp cannula (MDR ID: 3005099803-2012-01298) were used during the placement of a colonic stent on (B)(6) 2012. According to the complainant, the colonic stent was going to be placed at the stenosis caused by primary cancer of the colon for decompression. The physician inserted the endoscope into the front side of the stenosis and the tandem and the hydra jag wire were inserted into the target site to check the stenosis. When the physician inserted the tandem into the back side of the stenosis and injected the contrast media, the contrast media was found in the abdominal cavity and the perforation of ascending colon was confirmed. Therefore, the procedure was cancelled and emergency surgery was performed at a different hospital. The physician stated that the anatomy was severe tortuous and it was possible that the perforation occurred in association with it. The physician also stated that they believed it was a high possibility that the tandem contributed to the perforation. The patient is still under follow up.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.